Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was evaluated by olympus and it was determined the socket was worn, resulting in a poor connection. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility returned to olympus the olympus, model clv-180, evis exera ii xenon light source, due to a reported issue of "suction not working." During inspection and testing of the returned device, the service center found that the scope socket failed. This report is submitted for the malfunction of failed scope socket. As this was found during inhouse service, there was no patient involvement.